Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 6 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20nxac013 indicated that 2357 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac013 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac013 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20nxac013 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported a naturalyte batch resulted in low conductivity values. Upon follow up, the biomed reported that before use, the conductivity was 12.8 ms/cm. The theoretical conductivity value programmed in the hd machine was not provided. The biomed is unsure if the batch was ever used for hd treatment, however, he indicated he has not been made aware of any adverse event or serious injury attributed to low conductivity levels of the reported batch. He confirmed the clinic used a different batch of naturalyte (lot # unknown) to avoid conductivity issues. Per the biomed, 22 cases of naturalyte were affected. Per the biomed there has not been a return goods authorization issued for this product. The biomed reported that there has not been any service to the machines. The clinic uses naturalyte bicarbonate, the type and lot of the product was unknown. A sample return is not expected for evaluation.